Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing appeared to be "misthreaded" resulting in the cartridge tubing being incompatible with the infusion set tubing. Blood glucose level was 137 mg/dl. A cartridge change was performed resolving the issue.